Event description:
It was reported that patient received inappropriate atp therapy due to lead noise. Low pacing lead impedance was observed . The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.